Event description:
It was reported that this right atrial (ra) lead recorded high out of range pacing impedance measurements. Technical services (ts) reviewed the device data and determined the ra impedance was greater than 3000 ohms. Subsequently, this ra lead was surgically abandoned and replaced with another lead. No additional adverse patient effects were reported outside the revision procedure.